Event description:
Customer reports that insulin pump shuts off overnight. Customer's blood glucose was 413 mg/dl. Customer was advised that battery cap would be replaced. Customer requested that insulin pump be replaced. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).